Manufacturer narrative:
Conclusion: no conclusion can be drawn yet because MFR's investigation is still ongoing. Once it is concluded, and add'l info is available, a f/u report will be submitted.

Event description:
It was reported by svc report that the brakes were not functioning properly. No pt involvement or adverse consequences were reported.